Event description:
It was reported that battery and time clock issues occurred with pump. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.